Manufacturer narrative:
The insulin pump received with intermittent response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the buttons stopped working. Customer also mentioned having a crack in the battery compartment. Customer's blood glucose reading at the time of the call was 166 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.